Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-19466. It was reported the pt has two scs systems implanted. The pt's ipgs are both unable to communicate with external devices. The pt reported he charged within the last few days but has not tried to turn on the stimulation. The next course of action is undetermined.

Manufacturer narrative:
Correction number: this ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.